Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos and gpos boards. System operates as intended. (B)(4).

Event description:
The customer reported the system needs to be rebooted many times and the left monitor is blank. No pt injury was reported.